Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd did not receive any samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the tops of the bd vacutainer® plus plastic whole blood tube,bd hemogard¿ kept coming off. This required the tech clinician to restart the blood draw. No serious injury or medical intervention reported.

Manufacturer narrative:
Additional information: a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product.